Event description:
During right eye cataract surgery, the hand piece of the phaco device malfunctioned and had to be flushed, cleared and steam sterilized. This case was #2 out of 7 that day. The physician stated the piece was over heating and attempted x2 to use and it would not. No alarms sounded on the machine. No other events or incidents that day. Per physician, this pt's outcome is not what he would have expected in follow-up visits. The hand piece had a complete preventive maintenance performed on 11-23-98 by co rep that found the hand piece to be operating properly.